Event description:
It was reported that the customer experienced a malfunction alarm with their pump. There was no adverse impact to the customer's blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy to ensure continued insulin delivery while cts arranged to replace the faulty pump. The pump was confirmed to be under warranty, and the customer was guided on how to return the pump using a pre-paid label within 10 days.